Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 4:30am due to diabetic ketoacidosis and high blood glucose of 995 mg/dl at the time of incident and her current blood glucose is 72 mg/dl. The customer experienced that all of the above kidneys had shut down her heart went into shock she was on a respirator for 2 and a half days, customer also states she was feeling bad on the 4th kind of fluish. The customer was not wearing the insulin pump during the hospitalization. The customer was off the pump prior to hospitalization for less than 48 hours. The customer was put in critical care unit. On the 3rd she was having low blood glucose in the 13s mg/dl had to use the glucagon on 9/3 around tenish then 3am, on the 4th it was back in the 90s mg/dl with new infusion set then started to go in the 200-300 mg/dl .she felt she was getting the flu on the 4th then he woke up to go to work on the 5th the bayer meter only goes to 600 mg/dl but was reading high but she couldn't do anything so she called the 911 420am on the 9/5/2017 didn't figure out how high blood glucose was really until they got to the hospital troubleshooting was performed for under delivery. The customer passed high pressure test. The insulin pump will not be returned for analysis.